Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an uphold lite with capio slim was used during a procedure on (B)(6) 2018. According to the complainant, the capio carrier failed to retract during deployment of the second side of the mesh through the sacrospinous ligament. The procedure was completed with another capio device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A visual examination of the returned capio slim suture capturing device revealed no damage. The carrier protrudes and retracts as intended. There is heavy debris inside the cage of the capio slim which most likely prevented the capio carrier from retracting during use. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. The investigation concluded that this complaint is associated with a product that meets the design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. The most probable root cause classification is operational context.

Event description:
It was reported to boston scientific corporation that an uphold lite with capio slim was used during a procedure on (B)(6) 2018. According to the complainant, the capio carrier failed to retract during deployment of the second side of the mesh through the sacrospinous ligament. The procedure was completed with another capio device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.